Event description:
It was reported that (1) device was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the atw35 instrument stapled, but would not cut. Another instrument was used to complete the case. There was no consequence to the pt.